Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm will not set. The bed was located at the account in engineering. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed's scale had ben zeroed with the patient on the bed. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2-13. It is unknown if the facility performed nay other preventative maintenance on this bed. The technician zeroed the scale correctly to resolve the issue. The technician throughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.